Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'down occlusion test failed' which was reproduced during service. The cause was determined to be an out of specification downstream sensor which may induce proper detection of occlusions downstream. The force sensor required calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed down occlusion test multiple times above limit (pounds per square inch (psi)= 21.4, setting: medium). The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.